Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the handle was pulled, and the device was not released successfully, and the tip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2 (date of birth): (B)(6). Section a, block b5 have been updated based on the additional information received on october 18, 2024. Block h6 has been updated to code clip failure to close deeming this a non-reportable scenario, due to additional information received on october 18, 2024.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the handle was pulled, and the device was not released successfully, and the tip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 18, 2024: it was clarified that the main problem of the device was that the clip would not close.